Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported therapy impedances were greater than 4,000. It was reported that post-operative, the rep ran therapy impedances at 3 volts at parameters 3.5 volts, 300 microseconds, 60 hertz. There was a report that all impedances were out of range at greater than 10,000 at 0.7 volts when checking impedances intraoperative. The rep checked impedances at 3 volts and impedances were between 9,000 and 20,000 with the reference 0. Under reference 2, some impedances were in range of 32000 to 34000. The group impedance were showing greater than 4000 ohms on a1 and a2. With all 8 contacts, the they couldn't get any stimulation. The lowest impedance was 9000 ohms with contacts 1-3. The rep ran impedances at 3 volts and they came back 10,000 to 14,000 ohms. It was confirmed that these were showing on contacts 0-7 and the other port had a plug. The patient was feeling no paresthesia even with all the combos that they tried that day. The cause of the high impedances was reported to be unknown. Relevant medical history includes non-malignant pain and complex regional pain syndrome type ii. No intervention or outcome in regards to the event was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the manufacturer's representative reported that they had met again with the patient on (B)(6) 2015 where impedances were still between 12,000 and 15,000 ohms on the implantable neurostimulator (ins). The patient was not getting paresthesia. A revision procedure was planned but had not been scheduled due to an infection (in the left buttock) the patient had that was unrelated to the ins. After the infection cleared, the surgery will be set at which time a process of elimination with the leads and extensions was to be performed to determine why the high impedances were occurring. If additional information is received, a follow-up report will be sent.